Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. There were also high lv thresholds. The lead was partially removed. During the replacement procedure another lv lead was attempted but not used due to multiple dislodgements in the lateral vein, elevated thresholds, and phrenic nerve/diaphragmatic stimulation. An epicardial lead was placed instead. No patient complications have been reported as a result of this event.